Manufacturer narrative:
(B)(6). Results: bd received representative samples from the customer facility for investigation. Photos were also returned. The customer's indicated failure mode for leakage from the rubber sleeve with the incident lot was observed. A review of the manufacturing records was not completed for the incident lot. Conclusion: bd has initiated CAPA (B)(4) to document further investigation and root cause of this product issue.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle leaked from the rubber sleeve during collection. No serious injury, no medical interventions. No mucous membrane exposure reported.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi. The initial MDR was submitted with a 510k number but this device does not have a 510k associated with it.